Manufacturer narrative:
The company service representative examined the system. Confirmed the system message in the event log, and found two of four hub rollers were not spinning smoothly. The fluidics module was replaced; the system was tested, and then met all product specifications. The fluidics module was sent for in house testing. Investigation including root cause analysis is in progress. A supplemental MDR will be filed, when additional info becomes available.

Event description:
The scrub technician reported a system message displayed during the third case. The handpiece was switched out and the case was complete. The system message occurred again during the seventh case. The handpiece and cassette were switched out, but it did not clear the system message. The system was switched out to complete the case. Additional info received from the nurse noted there was an hour delay while they switch out the system to complete the case. No pt injury was reported.